Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During index procedure, an endeavor sprint drug eluting stent was implanted. Approximately 14 months post index procedure, patient expired. The cause of death is unknown.